Manufacturer narrative:
(B)(4). Device evaluation: the event was confirmed; the mid-section of the balloon was missing. The root cause of the event could not be conclusively determined. Film review: per review of the pre-implant 3d film report the patient¿s aortic neck, aaa, distal aorta, and bilateral iliac vasculature were extensively calcified. The iliacs arteries were tortuous, and the left common iliac was also acutely angulated approximately 90 degree at its mid-length. The cause of the balloon burst could not be determined. Images during implant showing the ballooning were not available for review, and the location of the balloon during its rupture is unknown. Films post-implant were also not available for return. It could not be determined if the balloon burst occurred during ballooning, or may have occurred during removal of the balloon from the patient post-ballooning. It is possible that the extensive calcification seen throughout the vasculature may have contributed.

Event description:
A reliant balloon was inserted as an accessory device for the endovascular treatment of a 5.6cm in diameter abdominal aortic aneurysm to post dilate an endurant iis stent graft system. The proximal neck was 28-29 mm in diameter and 18 mm in length. The left common iliac artery was 14-16 mm in diameter and the right common iliac artery was 12-13-15 mm in diameter. The right external iliac artery measured 9 mm in diameter and the left external iliac artery measured 11 mm in diameter. It was reported that during the index procedure, the reliant balloon burst. When the balloon was removed from the patient, the middle part of the balloon was missing and presumed to be still inside the patient. The physician had ballooned the proximal, bilateral limbs and over lapping areas inside the stent graft with the reliant balloon. The physician made an attempt to try and retrieve the parts of the balloon from the patient however, was unsuccessful. The patient will not receive further treatment. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).